Manufacturer narrative:
The lens was returned in a vial. The lens was removed and cleaned with lphse for further evaluation. The optic has been cut from edge to edge across the center of the optic. Power/resolution could not be evaluated due to the optic damage. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported event could not be determined. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Information was provided that the 21.5 diopter (add power +2.2/+3.2 ) lens was replaced with a lens 22.0 diopter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after a multifocal intraocular lens (iol) implant surgery, the patient stated that they can not see anything in the near vision without glasses and with glasses it is perfect. The surgeon removed and replaced the multifocal lens with a monofocal on a secondary procedure. Additional information has been requested.